Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4)

Event description:
A doctor reported nucleus drop in a patient's right eye during laser assisted cataract surgery. A vitrectomy was performed the following day with an intraocular lens (iol) placed in the sulcus. Additional information has been requested.

Manufacturer narrative:
G.6. Corrected. Additional information provided in h.3., h.6., and h.10. The system history shows that the laser was verified successfully prior to the date of treatment. The information provided by the customer did not indicate any laser system messages, or other system issues that could cause or contribute to the event. There were no system settings provided for review. There is no evidence contained within the reported information that indicates that the design or performance of the laser system contributed to the event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6. Corrected. Additional information provided in h.3., h.6., and h.10. The system history shows that the laser was verified successfully prior to the date of treatment. The information provided by the customer did not indicate any laser system messages, or other system issues that could cause or contribute to the event. There were no system settings provided for review. There is no evidence contained within the reported information that indicates that the design or performance of the laser system contributed to the event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6. Corrected. Additional information provided in h.3., h.6., and h.10. The system history shows that the laser was verified successfully prior to the date of treatment. The information provided by the customer did not indicate any laser system messages, or other system issues that could cause or contribute to the event. There were no system settings provided for review. There is no evidence contained within the reported information that indicates that the design or performance of the laser system contributed to the event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The system history shows that the laser was verified successfully prior to the date of treatment. The information provided by the customer did not indicate any laser system messages, or other system issues that could cause or contribute to the event. There were no system settings provided for review. There is no evidence contained within the reported information that indicates that the design or performance of the laser system contributed to the event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).